Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with the external devices. The patient reports therapy was last used approximately two months ago and the ipg was last recharged approximately two months ago. A replacement charging system was unable to resolve the issue. The abbott representative confirmed the issue. Surgical intervention may be pending to address this issue. Date of birth is unknown.